Event description:
It was reported that the device was used during an unknown procedure. It was reported that the clip malformed. The case was completed with a similar device. There was no consequence to the patient.